Event description:
The patient reported that three v-go's had the needle button pop out and all three were worn on the abdomen. The patient works in law enforcement and wears a bullet proof vest and that may have caused the needle button to release prematurely. The first one happened a week ago, then another two days ago and the last one was today. The patient said he has ordered a different kind of vest for his work and thinks that may help. The patient threw the v-go's all away.